Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic right middle lobectomy procedure, the staple had poor closure effect. The anastomosis failed. The thread was additionally required for suture reinforcement to complete the case and resolve the issue. There was no patient injury.